Manufacturer narrative:
Internal reference number: (B)(4). The unkn navio robotics instr, part number unkn06100502, lot number unknown, used for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. Without definitive part/lot/serial numbers a complaint history review cannot be performed for the devices involved. While all products meet required manufacturing specifications prior to release a serial number, lot number, part revision or software version is required to link the device to a DHR. As with any surgical procedure, there is risk involved. Potential complications accompanying surgery may occur, including: allergic reaction (anaphylactic and minor), infection, mild to serious physical injury, localized static shock, delay in the operation, surgical site nerve injury, vascular injuries of the lower extremity, soft tissue damage, major bone gouging at the surgical site, bone fracture, immature implant failure, unstable knee joint, limited or restricted knee range of motion, major blunt impact injury, unintended laceration/puncture wound, and osteonecrosis (500196 rev f). The risk review could not be completed as no sufficient information was provided that relates the specific failure mode to the device. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. No reasonable contributing factors could be identified based on the received complaint information and investigation results. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that, after a left tka navio assisted surgery on (B)(6) 2021, due to end-stage osteoarthritis and in which journey ii bcs smith & nephew component(s) were implanted, patient sustained dehiscence at distal navio pin site on (B)(6) 2021. It is unknown how this event was treated. Current patient's health status is unknown. This information was collected retrospectively as part of a post-market clinical follow up activity and is provided in an anonymized format; therefore, no further information available.